Manufacturer narrative:
According to the field, the rv lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. It was noted that the physician not familiar with operating with this particular type of lead and use error may have been to blame. No additional adverse patient effects were reported.